Event description:
It has been reported to philips that a generator error message was prompted, and no x-ray was possible. The device was reportedly in clinical use at the time the issue occurred. There was no reported patient or user harm. A philips field service engineer (fse) removed the defective tube. Installed a new x-ray tube and high-voltage tank, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular planned treatment procedure was performed when the issue happened, and the procedure was aborted, and the patient was moved to another room. Field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log file fse found an error with tube current suggests a hardware malfunction in the x-ray generator or tube. To resolve the problem, fse replaced the x-ray tube and high voltage tank and sent back the part for philips for further analysis, and it found the tube failed from a microleak in the cathode ceramic, causing vacuum decline and various errors. After the replacement of x-ray tube and high voltage tank, the system was returned to use in good working order. The codes were updated based on the investigation outcome.